Manufacturer narrative:
(B)(4). Date sent: 2/3/2020. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, ¿tighten assembly,¿ ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastric by-pass procedure, that took place on (B)(6) 2019 in (B)(6) hospital, (B)(6), the surgeon detected that the end of the active blade tip of the harmonic scalpel instrument was missing (broke). The or staff didn't find the missing part. As far as we know, a CT scan was not made in order to find the missing part. The incident has not delayed the procedure. There was no sales representative of the company during the procedure. The surgeon decided to replace the instrument with a similar device to finish the procedure. As far as we know there wasn't any need for a medical intervention due to the incident. The procedure was not delayed and was completed successfully.